Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. No serial number was identified, as such a device history record review could not be performed. The complaint reported could not be confirmed. Root cause was unknown.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that id3301i duragen 3x3 was used for a clinical trial during a brain tumor resection on (B)(6) 2019. About one month after the operation, there was a reaction that seemed to be cerebral inflammation. On (B)(6) 2019, the "head was resumed" (clarified as a craniotomy was performed again), duragen was removed, and a prosthesis was performed with the thigh fascia. Steroids were administered and the patient was being monitored.